Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was protruding from the patient's incision site. The icm is scheduled to be explanted. No patient complications have been reported as a result of this event.